Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; 6947-65 implantable tachy lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds. An attempt was made to replace the lead; however, venous access was not possible. The lead remains in use. No patient complications have been reported as a result of this event.